Manufacturer narrative:
The insulin pump passed displacement test, unexpected restart error test, prime and excessive no delivery test. Unable to perform basic occlusion due to broken off reservoir tube lip. The device was received with cracked battery tube threads, completely broken off reservoir tube lip, missing reservoir tube o-ring, cracked case at reservoir tube window corner and missing end cap sticker. Test reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip.

Event description:
The customer reported via phone call that she was having a problem with the reservoir states it does not stay in the insulin pump. The customer's blood glucose was 300 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.